Manufacturer narrative:
Conclusions: the reported event was confirmed. The triathlon cr tibial trial fractured into two pieces. A portion of the distal rails fractured but is still attached to the trial. Scratches and indentations were observed on the articulating surface, underside, and distal rails.

Event description:
During case while putting in the 4 x 9 cr trial, the trial broke after impacting it. Event occurred during primary left knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During case while putting in the 4 x 9 cr trial, the trial broke after impacting it. Event occurred during primary left knee.